Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 90% stenotic, de novo lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The physician attempted to direct stent a 3x32mm omega stent in the lesion, but was unable to cross. Upon removal it was observed that the distal part of the stent was deformed. The procedure was completed with another 3x32mm omega. No complications were reported and the patient's status is stable. This product is only ous approved, but it is similar to an approved us device

Manufacturer narrative:
Device evaluation: the returned product consisted of an omega stent delivery system and the stent. Contrast was observed in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. Two stent struts were stretched and bent in the fifth row from the distal end of the stent. Microscopic examination revealed no evidence of any product quality deficiencies and the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 90% stenotic, de novo lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The physician attempted to direct stent a 3x32mm omega stent in the lesion, but was unable to cross. Upon removal it was observed that the distal part of the stent was deformed. The procedure was completed with another 3x32mm omega. No complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).